Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. A 3.00 x 32 synergy stent was then advanced to treat the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent and tip damage. Device evaluated by manufacturer: a 3.00 x 32 synergy stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent strut rows 1, 2 and 11 were damaged with stent struts lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.